Event description:
It was reported that the patient presented to clinic after feeling patient notification for non sustained lead noise. The pacing lead impedance was low in range. Reprogramming changes were recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.